Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/24/2025, it was reported by a sales representative via (B)(4) that an ar-8400td torpedo had the tip of the device broke off almost immediately after the surgeon introduced it in the joint and the shaver tip had not even turned on oscillate yet when it broke off. The surgeon retrieved the tip that broke off in the joint, and no pieces remained in the patient. The case was completed successfully by opening a new 4.0 torpedo. This was discovered during a knee scope procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces, prying/leveraging the device during use and/or allowing the device to come in contact with another metal object.

Event description:
Additional information was received on 04/07/2025: there was no case delay or added anesthesia administered to the patient. No adverse effects were reported on or after the surgery.